Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture." This record is for the left side. The device have been explanted and replaced with non-abbvie devices.

Manufacturer narrative:
Clarification to b3 date of event: partial date march 2025. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b3, d6a, g2, h6, h11.

Event description:
Patient reported "rupture." This record is for the left side. The device have been explanted and replaced with non-abbvie devices.